Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open umbilical hernia procedure, while closing the skin, the device suture broke when tying a knot. Another suture was used to complete the case. There was no patient injury.